Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the right side frame is broken where the back cane attaches the horizontal side of the frame at the weld.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, broken frame/weld. Broken weld/tubing at bottom rear of side frame. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for a break in the lower tubing below the weld to the rear upright. The cause of the break could not be determined. There was corrosion observed in and round the break in the tubing, but this seems to be secondary to the break in the tubing. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, broken frame/weld. Broken weld/tubing at bottom rear of side frame. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for a break in the lower tubing below the weld to the rear upright. The cause of the break could not be determined. There was corrosion observed in and round the break in the tubing, but this seems to be secondary to the break in the tubing. Dealer states that the right side frame is broken where the back cane attaches the horizontal side of the frame at the weld.